Event description:
Customer reported that the insulin pump alarmed for auto suspend. She also reported that the reservoir was running lower than it should have been. The blood glucose reading was 154 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.